Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: e1 due to character restriction block e1 telephone# is (B)(6) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the helium gasket was aged. The fse replaced the gasket and the unit passed all functional and safety tests.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: event site telephone was shortened due to character limitations. The complete number is: (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) helium consumption was rapid. The equipment has been disabled and has been replaced with other equipment. There was no harm reported.